Event description:
It was later reported, the patient did not have any concerns with their device or therapy.

Event description:
The patient reported that she could not make communication between the ptm and the pump. Everytime the patient put it on to where the pump was it keeps coming back on that saying it can't find her pump. The patient woke up during the night and her pump was "sticking straight out" and she "pushed it" back in. The patient stated the pump "was loose in there." The patient planned to see her hcp (B)(6) 2013. The pump was used to deliver morphine. The hcp later reported the cause of the event was unknown as the patient did not contact their office regarding this. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).